Event description:
Procedure type: demonstration. According to the reporter: during a demonstration of the product to a new account, when the trocar was separated from the cannula, the trocar's knife blade protection fell off. There was no pt contact.

Manufacturer narrative:
(B)(4).